Event description:
It was reported by service report that the stretcher side rail would not latch upright. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - spindle, pivot block.